Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-jan-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the bio-ID was not working. A technical support specialist tried replacing the bio-ID driver, but the installation failed. The customer was requested to reimage the system as the medapp had failed. The technical support specialist confirmed that the issue was resolved by customer. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es system, the biometric ID was not working. The customer stated that when user was trying to remove the medication and there was no delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this incident.